Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient (pt) stated this happened with the other device and something was wrong with the lead and that was all replaced in the past. The pt stated that happened to their interstim and their pain stimulator in the same period of time. The pt stated the lead had to be replaced. The pt stated they had issues with both the pain stimulator and the interstim and both the pain stimulator and leads were replaced. Patient services (pss) tried to clarify and the pt kept referring to interstim and pss transferred them to ph cell. The pt states their lead was bad and that had to be replaced. The pt was redirected to their healthcare provider to further address the issue. Pss advised the ins has to be checked. Pss provided hcp listings.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.